Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the investigation results a root cause could not be identified, but a probable cause that led to the malfunction is that scope guide of scope connector was damaged and the connection was loose. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a breakage of the scope connector guide pin. Also noted was dust accumulation inside the instrument. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source displayed a communication error during the case and the scope connection was loose. The event was observed during preparation and inspection for use for a diagnostic procedure. There was no patient harm or user injury reported due to the event.